Event description:
Device appears to be undersensing on ventricular lead. Possible ventricular over/under sensing on several episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155170.